Event description:
It was reported that high impedance was seen upon pre-operation diagnostics on a patient's device prior to a replacement surgery. The replacement surgery had originally been scheduled because the device was previously unable to be interrogated by the physician, and the generator was suspected to have been depleted. The high impedance was verified to be a valid high impedance event. It was noted that there were no traumatic events reported. The device was shown to be at near end of service condition. High impedance was also seen on the replacement generator. Complete pin insertion was tested and confirmed, but high impedance was still observed. The generator was not tested with a test resistor as it appeared the high impedance was most likely related to be lead issue because it was observed on two different generators and confirmed to not be related to incomplete pin insertion. No lead revision surgery occurred to date. No additional relevant information has been received to date.